Manufacturer narrative:
Other, other text: one fluid warming device was received for evaluation in relation to the reported event. The device was received with wear and tear damaged enclosure, tank cover, front cover, float switch, line cord, pole clamp, block assembly, and reflux plug, as well as an outdated pcb and power switch. Functional testing of the device was unable to confirm or replicate the reported event. The micro switch performed within specification. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device has a defective microswitch. There was no additional information available.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. The device was received with wear and tear damaged enclosure, tank cover, front cover, float switch, line cord, pole clamp, block assembly, and reflux plug, as well as an outdated pcb and power switch. Functional testing of the device was unable to confirm or replicate the reported event. The micro switch performed within specification. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device has a defective microswitch. There was no additional information available.